Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 480 mg/dl. The customer was treated for high blood glucose with insulin shots. The customer has 10 quick sets to return that have failed, bent cannula and have resulted in high blood glucose. The customer stated that some infuset set she has removed and tossed.